Event description:
It was reported during follow-up, decreased sensing, noise, and high pacing lead impedance were observed. During revision, it was noted the lead was not correctly connected into the device header. The lead was reconnected to the device, and testing confirmed that all electrical measurements were in range. The lead remained implanted and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).